Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
The account alleges that the tip of the catheter broke off inside the patient during a procedure. The tip was retrieved via snare.